Event description:
Boston scientific received information that this right ventricular defibrillation lead triggered a latitude red alert due to high out of range pacing impedance measurements. The patient went to the clinic and the device was interrogated. The issue was reset during interrogation but when the patient returned home, another latitude red alert was generated for the same issue. The patient was hospitalized and a lead revision procedure was done. This lead was surgically abandoned, and a new lead was successfully implanted. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.